Manufacturer narrative:
The customer observed that the iab fill port plug was broken off on the iabp. The customer replaced the fill plug and found no further problems. Customer indicated that no service was required by the company service representative. The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. A supplemental medwatch report will be submitted when the patient basic information becomes available. (B)(4).

Event description:
The customer reported that while the iabp was in use on a patient, the iabp the iab fill port plug broke off. They replaced the port plug. The patient remained on the iabp and therapy was continued. No patient injury was reported.